Manufacturer narrative:
Device was received with scratched case, missing display window cover, case cracked behind the insulin pump near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low blood glucose level. The customer¿s blood glucose level was 41 mg/dl. At the time of incidence. Customer reported battery compartment was damaged. The device will be returned for analysis.